Event description:
It was reported by the company representative: at this time the facility is unclear of the full details on what happened, but the only comment they made was "the caregiver was trying to place the lift into position for use it was unknown whether a resident was on the lift at the time, but the caregiver said that the handle broke when she tried maneuvering the lift into position for patient transfer, and somehow she twisted her knee." They will not know the full details until the caregiver comes back on duty. Ref MFR report 9681684-2014-00036.